Manufacturer narrative:
A gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain or loss exceeds 5 cc relative to the last autofill volume. The alarm activates when iab inflation period greater than or equal to 80 msec and deflation period greater than or equal to 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions or restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues. Response: system vents and iab deflates alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions such as fever or tachycardia, perform manual iab autofill using fill key purges replaces helium and recalibrates. Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity groin scarring avoid sheath less insertion. Risk and labeling: failure mode not pressing fill key documented in ufmea IFU provides corrective steps. Complaint handling: DHR review required only under specific criteria manufacturing defect serious injury death regulatory requirements. Current status: no device malfunction no CAPA escalation needed risk within profile.

Event description:
During an emergency support program call, the customer reported a gas loss alarm on the cardiosave intra-aortic balloon pump (iabp). During the most recent event, activation of the iab fill function was followed by cessation of pumping and a blank display screen; normal operation was restored after power-cycling the pump. The patient remained hemodynamically stable, and a backup pump was available. Removal of the device from service and return for further evaluation was recommended. Assessment confirmed no blood or discoloration in the helium tubing. No harm was reported.